Event description:
It was reported that the patient with this right ventricular (rv) lead was part of the system revision due to infection. No adverse patient effects were reported. The rv lead was explanted.